Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to flush the catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr d/l powerpicc solo catheter. Usage residues were observed throughout the sample. Microscopic inspection of the valves was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration. The effort required to flush the sample lumens was comparable to that required to flush a similar non-complainant device. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of redp1924 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was unable to be flushed freely on both lumens. No other information was provided.